Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced bleeding at the access site. Pressure was held and the site was redressed. Additionally, hematuria was noted so volume was given. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
No product was returned for investigation. The cause of the hematuria was not determined due to insufficient clinical details. The root cause of the bleeding was determined to be use issue due to improper anticoagulation management. The device passed all post sterile inspection checks.